Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having difficulties getting out of suspend mode. Customer reported that insulin pump would begin to count again for a bolus. Customer reported that infusion set came out a couple of times. Customer reported that blood glucose was 44 mg/dl. Customer was advised to call if issue occurs again.